Event description:
It was reported that the patient¿s device wouldn¿t let her turn it on. It was charged but when she would try to increase it or decrease it, it would show the ¿call your doctor¿ icon with an end of service (eos) message. This was seen for the first time the day prior to this report. Follow-up was performed to determine if the depletion was normal, if the device was explanted or replaced, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).